Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. It was reported the device port broke off at point where shaft goes from smooth to threaded. This was sterilized in tray in other instruments at 135 degree steam. The pt was a heavy person. Another device was used to complete the case. There was no consequence to the pt.